Event description:
The customer reported foreign particle inside the suction biopsy channel during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - phone number: (B)(6). This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.